Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 34 mg/dl. He treated with 2 glucose tablets, then a third glucose tablet later. His blood glucose rose to 79 mg/dl. The customer stated that the insulin pump had accidently become wet and stopped working. The customer stated that a battery replacement did not resolve the issue. He stated that the insulin pump had a blank display immediately after the device had been exposed to moisture. The customer's blood glucose was 108 mg/dl when the device was exposed to the cooler water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronics. The insulin pump was also received with a corroded motor assembly. The device was unable to perform a basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test due to the blank display. The unit was received with minor scratches on the liquid crystal display window.